Manufacturer narrative:
Event date: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced some pus coming out near the ipg pocket site. In turn, the patient went to a local clinic and had it checked. They were prescribed antibiotics and the issue has resolved now.